Event description:
During the morning, the respiratory therapist transported a patient on an ltv that malfunctioned and became inoperable while on the patient. The patient was unharmed as they quickly switched him over to his home ltv ventilator. No desats, no hr drop, and the patient remained stable. The ventilator was tagged for processing.